Manufacturer narrative:
Concomitant medical products: product ID: 3898-61, lot# lb6231, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the first device the leads kept moving and stuff. The patient noticed right away because the patient was getting zapping so the patient had to turn the ins off at night. No further complications were reported.